Event description:
Customer reported that device will not power on, yet powers on fine with new pad-pak".there was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300 device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300 passed ¿out qat from heartsine technologies on the 9th may 2007. The reported fault could not be confirmed. As the device performed to specification throughout testing at heartsine, it is possible the user had incorrectly installed the pad-pak within the device resulting in the device failing to power on. The returned sam 300 device is now out of warranty and will be scrapped.

Event description:
Customer reported that device will not power on, yet powers on fine with new pad-pak".there was no patient involved in this event.